Manufacturer narrative:
Findings: unit powered up properly after battery installation. Unit was received with operating currents within specifications and passed self test and displacement test. No unexpected battery alarms including low battery alarms were noted. Unit was received with intermittent act and up arrow buttons due to flattened dome switches (no crease). No unlocked keypad connector. Unit was received with cracked case at display window corners, display window, belt clip slot and battery tube threads. Unit received with minor scratched display window and case. Unit was received with stripped battery cap coin slot.

Event description:
Customer reported via phone call for battery cap cracked. Customer¿s blood glucose was unknown. Customer reported that reefing to battery cap being stripped and not being able to install. Customer stated that they are unable to install the battery cap on their insulin pump. The insulin pump will be returned for analysis.